Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 74 months after the implantation an episode of noise was recorded. This resulted in inappropriate atp but no shock was delivered. Impedances were normal, nevertheless there was a suspicion of an insulation breach. The lead was not returned to biotronik.

Manufacturer narrative:
The lead was returned in three fragments cut at 18 cm and 55 cm distal to the is-1 connector. It is reasonable to assume that the segmentations resulted from the explant procedure. The performance of the lead segments was scrutinized. The inspection demonstrated a rubbed through insulation in the region of the tricuspid valve between 52 cm and 55 cm. These damages can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem for the ICD or the lead.